Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states, the undermount wheel locks are so worn out that they no longer stay in place.